Event description:
It was reported that the patient with this neurostimulator had a yeast infection after taking post-operative antibiotics. The patient was prescribed medication to treat the symptoms. A follow up visit occurred and it was confirmed that all symptoms had resolved. There were no additional clinical complications reported.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to infection which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this neurostimulator had a yeast infection after taking post-operative antibiotics. The patient was prescribed medication to treat the symptoms. A follow up visit occurred and it was confirmed that all symptoms had resolved. There were no additional clinical complications reported.